Manufacturer narrative:
A1: the full patient identifier is (B)(6). The exact number of patient samples affected is unknown. H3 and h6: a beckman coulter field service engineer (fse) was dispatched to site to investigate the issue. The fse noted that the sample pot tubing was not screwed in all the way causing a leak. The fse also found the wash syringe needed to be replaced due to a build up inside the syringe. The fse adjusted alignment from the sample probe to the sample pot as it was misaligned. Replaced the wash syringe and proactively replaced the sample probe. The issue was resolved. In conclusion, the failure mode is due to a dirty defective wash syringe and the alignment from the sample transfer unit to the ise sample pot alignment was slightly off.

Event description:
On (B)(6) 2023, the customer reported erroneously high na (sodium) and cl (chloride) patient results on their au680 chemistry analyzer. The customer did not provide patient demographic and the exact number of patient sample affected is unknown. The customer only reported the following results: original run: cl 120 h* and na 150 h*. The customer reported that na repeated as 135. *as per user manual b04779ab h flag represents result is higher than reference interval. There was no report of change to treatment, injury, or death associated with this event. The customer also reported getting ise sample pot overflow. A beckman coulter field service engineer (fse) was dispatched to site to perform troubleshooting on (B)(6) 2023. The fse found sample pot tubing was not screwed in all the way causing a leak. The fse also found wash syringe needed to be replace due to build ups inside syringe. The fse adjusted alignment from the sample probe to the sample pot, replaced the wash syringe and replaced the sample probe as a proactive measure. The issue was resolved.